Event description:
A doctor reported that a patient was diagnosed with 3 corneal infiltrates in the left eye, centrally located at 6, 8 and 10 o'clock associated with wear of focus night & day contact lenses. The patient experienced mild pain, redness and discharge. The treatment consisted of discontinuation of lens wear and quixin every 2 hours. The ulcers resolved with no visual acuity loss and no scarring and the patient resumed lens wear. No further information is available at this time.